Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, a review of the device history records has been attempted/requested. Lot number obtained for extraction screwdriver (352.311) from returned device. Lot number is supplier lot. Supplier lot shows two (2) synthes lot numbers. Unable to determine which synthes lot this device is from. DHR reflects both synthes lots. Broken portion of the device has its own part number (03.613.004). Part # 03.613.004 lot# 6478818 combination could not be found, therefore, a DHR review for part # 03.613.004 lot# 6478818 could not be performed. Subject device has been received and an investigation summary was performed. The investigation of the complaint articles has shown that: the inner shaft for an extraction screwdriver (part# 03.613.004, lot# 6478818) was returned with the threaded distal tip broken. The broken piece was not returned. The outer sleeve and handle of the extraction driver (part# 352.311, lot# 611199g09) as well as an accs plate (part# 450.512, lot# 3174638) and 6 screws (part# 413.244) were returned with the driver. The plate and screws were removed in order to place a new construct to address the adjacent level disease found at c4. The inner shaft of the extraction driver may have broke due to not fully inserting the inner shaft in the handle/sleeve or off axis use. Replication of the complaint condition is not applicable and the complaint is confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported patient underwent a fusion at c5-c6 with an anterior cervical compression system (accs) approximately 8 years prior, exact date unknown. Patient began experiencing pain on unknown date and was found to have adjacent level disease at c4. Patient underwent a revision procedure on (B)(6) 2015 where an unknown plate and six (6) 4.5mm cancellous bone screws were removed in order to place a new construct. During screw removal, it is reported the inner shaft of the extraction screwdriver broke. It is further reported the threads would not engage the screw. Procedure was completed successfully with no delay and no patient harm. 8 devices upon receipt of the device chu engineer determined the broken portion of the device has its own part number (03.613.004). This part to be added to complaint with date of awareness of 10/20/2015. This report is a continuation of 7 of 7 for (B)(4). This report is 8 of 8 for (B)(4).